Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with two 500cc mentor memorygel breast implants has experienced unexplained systemic symptoms postoperatively, including joint pain, knee pain, not able to sleep, high anxiety, dry eyes, brain fog, and not able to focus. Patient was concerned there may be microscopic leak. As a result, the patient underwent explantation without replacement on (B)(6) 2020. Upon explantation, there was no rupture observed, but the patient reported significant improvement in symptoms. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of additional symptoms via medwatch number mw5092851. Patient also experienced chronic fatigue, dry mouth, hair loss, and high ana titer. On (B)(6) 2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced joint pain, knee pain, not able to sleep, high anxiety, dry eyes, brain fog, not able to focus, chronic fatigue, dry mouth, hair loss and high ana titer. In addition, gel bleed of the implant was reported. The device was visually inspected and no apparent damage was found. Leak testing was performed in accordance with mentor procedures and no leak sites or gel bleed was detected. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).